Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 33.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.3-13.0cm and 27.5-29.5cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 12.4-13.0cm and 31.5-32.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 6.5-8.3cm, 14.5-16.2cm, 14.8-15.0cm, and 31.6-32.0 from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 20.5-20.6cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.2-6.3 and 6.0-6.1cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).